Manufacturer narrative:
(B)(4). The customer reported that they were unable to turn on the device. There was no pt involvement. We are considering this a malfunction but cannot determine the cause as the customer chose not to repair the device.

Event description:
The customer reported that they were unable to turn on the device. There was no pt involvement.